Manufacturer narrative:
Qa investigation results: production and quality control documentation for lot#r06201 and r06202 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.

Event description:
Abscess at injection site. Report received from a staff member in a physician's office in 2007, regarding a who received injections of captique in 2006, to the nasolabial folds and glabellar. In 2007, the patient experienced blisters, oozing, and swelling at the injection sites. She was examined by the treating physician three weeks later, who confirmed the events and provided the diagnoses of abscess. The physician treated the patient with 8mg of decadron im and prescribed cephalexin. The physician did not provide his assessment of causality. No further information was provided.